Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was went to the emergency room, and was subsequently hospitalized due to an elevated blood glucose level (423-530 mg/dl) and diabetic ketoacidosis. Customer was treated with an insulin and fluid drip, magnesium, and reverted to manual injections for continued insulin therapy. At the time of the report with tandem technical support the customer was still admitted to the hospital and had no permanent damage. Reportedly, intermittent occlusion alarms had occurred. Despite changing the pump supplies, the occlusion alarms continued to occur. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response was not received.